Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and released back to the customer. Based on the file review, complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Plunger rod stuck- (B)(4). Tube drive replaced due to bent tube causing the plunger rod to be stuck. Rear case replaced due to cracked bottom left screw insert left and right handles replaced deu to cracked bottom screw insert barrel clamp replaced due to cracked handle left and right iui replaced due to corroded pins.